Manufacturer narrative:
Outcome attributed to adverse event: the exact date of death is unknown; the patient died in (B)(6) 2015. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a physician's assistant (pa) via a company representative regarding a (B)(6), male patient who was receiving baclofen (concentration and dose unknown) via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient developed an infection in both the pump and spine pockets and became septic. The decision was then made to explant the pump and catheter on (B)(6) 2015. When the physician opened the pump pocket and the spinal incision, both sites looked infected. On (B)(6) 2015, it was reported that the patient had since expired (date unknown). The cause of death and circumstances surrounding the death were unknown. It was unknown what led to the event. No diagnostics or troubleshooting was performed. The patient's status was reported as deceased. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was on several other non-pump medications but the reporter did not know what they were. The date of death was (B)(6) 2015. Per the consumer, the cause of death was (B)(6) and sepsis. The patient was admitted to the hospital on (B)(6) 2015 and was in a coma prior to his passing from (B)(6) 2015. The consumer stated that she assumed the death was related to the device because the patient did not have anything (infection) until the pump was put in and removed. The patient did not feel well after the pump was put in and would not tell the reporter what was bothering him. The reporter did not get the full answers from him. The reporter thought the patient had depression and expectation of the pump and may not have understood the process with the therapy and that it would take time for pump increases and the therapy to work. The patient had a fever and was feeling very sick. The reporter stated that the patient had a lot of other medical issues but would not provide what they were. The patient was not going to the pain clinic for those other medical issues and the reporter stated that the pain clinic was a short period of time. The pump was removed from the patient on an unknown date and the location of the pump was unknown.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the reason the patient passed away was due to complications from pneumonia; he aspirated. It was not related to the devices he had or the infection. No further information was provided.